Manufacturer narrative:
Fax received on (B)(4) 2011 stating device failure and ER visit by pt as a result. Subsequent follows-ups attempted to gather more info, but none successful. Will wait and see if device is returned for eval.

Event description:
On/off button does not work and light in on/off button does not go on.